Event description:
Caller reported taking pt to the hosp because pt was feeling very sick and was not responsive. A freestyle reading taken prior to going to the hosp was 89 mg/dl. The customer's glucose level was very low at the hospital, but the spouse could not remember the exact reading. The customer was given food to eat to bring up glucose levels. The reported freestyle reading was inconsistent with the customer's symptoms and treatment.